Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported during the insertion of the pn120 the aorta was punctured. Pt was opened, and the surgeon repaired the puncture. The cholecystectomy was then completed open. Hosp is holding device (risk management). 03/16/1999 md returned call. He stated that he did not become aware of the problem until he inserted the videoscope and saw the blood. Md stated that he and other operating room personnel examined the needle and noticed that the needle was still protruding, and that the "red band was in the active position". Md stated that the pt is scheduled to be discharged from the hosp today.